Event description:
It was reported that pump displayed cartridge change error when customer tried to load cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, inspected cartridge o-ring and pneumatic area, cleaned pump, removed pump from case, and attempted reload, but initial load was unsuccessful; customer then used newly filled cartridge from specific lot, successfully completed load process, and resumed insulin delivery.